Event description:
A pt was injected in the naso labial folds with radiesse and developed necrosis 48 hrs later. The pt developed som initial bruising, but no swelling or bleeding. The pt's left side was swollen up to the eye. The right side did not have much swelling, but on the inside of the mouth, an area of necrosis appears to have developed.

Manufacturer narrative:
During a f/u with the clinic, it was reported that the pt's symptoms had resolved after heart, massage and antibiotics were applied. The review of the device history records indicates that the reported lot, 1007594 has met all specs. The medical device report decision trees were completed for FDA, when the complaint was first rec'd; it was not thought at the time the infection was serious enough to file an MDR. In doing a second review of the complaint and MDR decision trees, an MDR will be filed with the FDA due to the seriousness of the infection (required an oral antibiotic).